Manufacturer narrative:
(B)(4).

Event description:
Information was received from the male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medication and medical history was not known. It was reported that the pump was removed due to infection in (B)(6) 2015. The drug, onset of the infection, symptoms, diagnostic/actions/interventions/resolution/cause for the infection remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.